Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the sheath was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the anastomosis in a dialysis graft of the humeral vein, several dilatations were successfully performed with the fox plus balloon dilatation catheter (bdc) without issue, however, during a subsequent fox bdc inflation the graft was dissected. It was noted that maximum balloon pressure using an indeflator was not achieved and the balloon became stuck in the sheath. Several attempts at inflation and deflation of the balloon were unsuccessful and the two devices were removed together as a system with some trauma to the graft at the edge of the balloon; the dialysis fistula was lost and surgical repair was performed. The fox balloon size was noted as being equal in size to the surrounding vessel diameter in the humeral vein. There was no reported adverse patient sequela. There was a reported clinically significant delay of 90 to 120 minutes in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.